Event description:
A feeding tube used on patient. New tube feeding tubing (ensemble epump enplus spike with flush bag) started. Noticed water leaking from the connection site where water tube connects with first hub that sits in kangaroo pump.